Event description:
The patient reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in her left eye (os) on (B)(6) 2009. The patient reported had lost vision due to the development of a cataract and the lens was explanted . Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: reportedly icl was explanted four years after implantation to address decrease in visual acuity caused by development of a cataract. The uneventful surgery was performed and iol was implanted at the same surgery date. According to the dcr , dated on (B)(6) 2014, the reported cataract was cortical type and the patient prognosis was good ( uva was 20/25+). Cortical cataract involves anterior, posterior or equatorial cortex starting as vacuoles and clefts between the lens fibers as a part of ageing change, therefore not related to the icl. It should be noted that, at the time of the icl implantation, the patient was (B)(6) and the visian icl is indicated for adults 21-45 years of age. Given all this information the most likely cause was patient related factor( age).the literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors( especially high myopes and older patients). (B)(4).

Event description:
Additional information received - the facility reported the date of cataract diagnosis was (B)(6) 2013 and it was a cortical cataract. The lens was explanted on (B)(6) 2013, the cataract was removed and an iol was implanted. The patient's post-op visual acuity was 20/25 and the prognosis was excellent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.